Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issue with the screw of the insulin pen. During troubleshooting, the customer primed the pen and the screw did not move. When they pressed down on the dose button, the screw did not move forward. Customer primed the insulin pen multiple times and replaced the needles, but the issue was not resolved. No harm requiring medical intervention was reported. It is unknown if the insulin pen will be returned for analysis.